Event description:
The patient experienced a loss of therapeutic effect following a fall several days ago. The patient hit the trash can right on the side of the implantable neurostimulator; stimulation is only felt on the left side, not on the right side. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).